Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 jul 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the connector of the inline suction device broke where it connected to the endotracheal tube. There was no injury to the patient. The device was switched out for a new one. Per additional information received on 5 jul 2017, the patient experienced desaturation and required bagging and was slow to improve. Per additional information received on 6 jul 2017, the patient is stable. The part of the device that broke was the y adapter. No further information has been provided at this time.

Manufacturer narrative:
One used sample was returned for evaluation. The tip of the y-adapter was found to be broken off at the base of the y body. The break occurred at the point of insertion of the tip to the body. The bond between the mated tip and body is intact. The edges of the break are jagged in appearance. The reported event was confirmed. The manufacturing process was reviewed and a potential manufacturing root cause was identified. All information reasonably known as of 16 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).